Event description:
It was reported to philips that the op check failed and the device rebooted during the test. There was no patient involvement.

Event description:
It was reported to philips that the op check failed and the device rebooted during the test. There was no patient involvement.